Event description:
During a percutaneous transluminal angioplasty to the biliary tree prior to stent placement, the balloon was reported to have ruptured. The vessel was described as having a 90% stenosis. The product was advanced to the target lesion over the guidewire through the sheath introducer and was inflated using an indeflator. However, the balloon ruptured during the first inflation at an unk pressure.

Manufacturer narrative:
Mfg records for lot number were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.